Manufacturer narrative:
Exemption number: e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty to remove the lock line and the clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds) was inserted and the clip was successfully placed on the valve. While removing the lock line, it was noted that it became stuck and stopped retracting. To physician then pulled with more force, and the lock line was able to be removed. However, after deployment of the clip, echocardiogram showed that the implanted clip had slightly opened. The clip was confirmed to be stable on the leaflets and mr did not increased. To further reduce mr, an additional clip was implanted, reducing mr to a grade of 1-2. It was noted that the second clip was already planned and was not implanted to stabilize the first clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing lock line resulting in clip open while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.